Event description:
It was reported that the customer received an alarm and insulin delivery was suspended. The specific type of alarm was not reported. There was no reported impact to the customer's blood glucose level.

Manufacturer narrative:
Follow up (B)(6) 2014: contact reported that customer was able to identify and resolve the issue. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.